Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 7 october 2020: lot 1910683: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2025-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 14 days after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.